Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, as the physician was tightening the ventricular setscrew he could not get the wrench to seat. The physician pulled the wrench out to re-seat it and the setscrew was pulled out with the wrench. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.